Manufacturer narrative:
Device evaluation: the nanocross pta balloon catheter was returned to the medtronic investigation lab (plymouth) for analysis. No ancillary device or images from the procedure were received with the device. The device was removed from the return packaging for investigation. Visual inspection of the catheter revealed no external anomalies. The balloon chamber was received in a post-inflation profile, (e.g. Not tightly wrapped or winged. All marker bands were accounted for. A red blood-like substance was noted at the balloon location. A 0.014¿ guidewire was loaded with ease through the distal tip of the catheter and navigated out the proximal hub of the y-manifold. A 20cc water filled syringe attached to a manometer was attached to the inflation lumen luer lock of the y-manifold. The balloon chamber was inflated and was unable to hold pressure. A pinhole leak was observed in the proximal region of the balloon. Visual inspection of balloon chamber under magnification shows evidence of a pinhole leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nanocross pta balloon catheter during procedure to treat the superficial femoral artery (sfa). There was no damage noted to packaging and no issues not when removing device from hoop/tray. Device was prepped per IFU with no issues noted. It was reported that the balloon burst when physician tried to inflate. The balloon did not fragment. It is unknown how the balloon was removed from the patient. No vessel injury occurred. Here was no patient injury reported.